Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned tasp to verify item and lot combination and reviewed manufacturing date as returned tasp exhibits signs of repeated use (nicked & gouged). The tasp has fractured on the lateral side of the post and all the pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bottom piece of the tasp broke when the surgeon was trialing. All pieces were accounted for and did not affect the patient or the rest of the surgery.